Manufacturer narrative:
The sterile lot number was not available, product history record review could not be performed. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As per the legal brief, the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of the patient¿s vena cava and possible migration. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
Event: according to the information received via phase 2 discovery form, the patient received an ivc filter due to their history of bilateral pulmonary embolism with abdominal muscle hematoma. The patient was considered high risk for bleeding. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) due to deep vein thrombosis (dvt) and history of bilateral pulmonary embolism with abdominal muscle hematoma. During placement of the filter via right common femoral vein, the optease vena cava filter was deployed in the infrarenal ivc under fluoroscopic guidance. Follow up imaging showed proper full deployment of the infrarenal ivc filter. There were no reported complications. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of the patient¿s vena cava and possible migration. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports probable thrombosed right iliac vein extending into the right side of the ivc and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Fear does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) due to deep vein thrombosis (dvt). During placement of the filter via right common femoral vein, the filter was deployed in the infrarenal ivc under fluoroscopic guidance. Follow up imaging showed proper full deployment of the infrarenal ivc filter. The patient tolerated the procedure well and had no complaints. There were no immediate complications. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately four years and ten months post implantation of ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and to require frequent monitoring. The patient also reports to have probable thrombosed right iliac vein extending into the right side of the ivc. In addition, the patient states to live in fear that the filter may malfunction. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) due to deep vein thrombosis (dvt). During placement of the filter via right common femoral vein, the optease vena cava filter was deployed in the infrarenal ivc under fluoroscopic guidance. Follow up imaging showed proper full deployment of the infrarenal ivc filter. There were no reported complications. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of the patient¿s vena cava and possible migration. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and to require frequent monitoring. The patient also reports to have probable thrombosed right iliac vein extending into the right side of the ivc. In addition, the patient reports fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Fear does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following sections have been updated accordingly. As reported, the filter subsequently malfunctioned and caused injury and damage, to the patient, including, but not limited to perforation of the patient¿s vena cava and possible migration. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and perforation could not be confirmed and the exact cause could not be determined. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported perforation.. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.